Event description:
The patient contacted animas on (B)(6) 2013 reporting that on (B)(6) 2013 they had a blood glucose (bg) of 77mg/dl. The patient stated that she changed the cartridge because of low cartridge. The patient stated that they then had a can of coke (because it was pretty much all they had and have not been able to eat much solid food with this pain. The patient stated that they bolused. The patient stated they were on their way to their appointment, they had a meal and their bg at 1:45pm read high. The patient bolused 25u, at 3:30, still read high and at 5:30 still said high. The patient bolused 25 units and called the doctor. They physician told her to change the site. An hour later the meter still read high. The patient checked ketones and they were moderate ketones and was still high. The doctor advised the patient to go the emergency room and tell them that she was in diabetic ketoacidosis. The patient was taken to the hospital and hooked up to fluids. The patient was 420mg/dl upon arrival and 387mg/dl about half an hour later. Customer support (cs) advised the patient of criteria for changing out site and giving injection by syringe per healthcare professional (hcp) protocol. Cs advised patient to discuss protocol with hcp for bg elevations. Cs advised patient to discuss with hcp when to bolus for high bg. Cs advised the patient even if not eating need to bolus for the high bg and then can bolus for the carbohydrates alter. Cs advised to discuss advance pumping with educator. Cs advised the patient it has been adequately determined the pump is delivering appropriately. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history shows the last basal delivery and the last bolus were on (B)(6) 2013. The alarm history shows only typical usage alarms. The total daily dose adds up correctly and reflects the users programmed basal rate. Investigators were unable to fully investigate the complaint due to disassembled pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The correct serial number associated with this case is (B)(4).